Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to damaged usb pin(s) from j3. Pictures were taken. Receiver charge and boot testing were performed and failed due to damaged usb pin(s) from j3. An internal visual inspection was performed and passed. The log was not downloaded and reviewed due to damaged usb pin(s) from j3. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.